Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high pacing lead impedance. Dft was performed successfully. The patient was stable.

Event description:
New information states that the lead was explanted and replaced on (B)(6) 2019 for out of range lead impedance. The patient was stable.